Event description:
The daughter of a (B)(6) old, female, pt, called zoll customer support to report that the pt's electrode belt cable was frayed. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (frayed cable) has been confirmed. Upon investigation, the trunk cable connector was cracked and several wires inside the trunk cable were broken (+3.3v, positive ground, black and white pulse wires). The root cause of the damaged connector and broken wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable connector and broken wires. The pt received a replacement electrode belt.